Manufacturer narrative:
A ge rep evaluated the system and performed unspecified repairs and system tests. (B) (4).

Event description:
The customer reported, the system is not producing an image. No pt injury was reported.